Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with an out of specicication air in line printed circuit boare (ail pcb) was observed. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
Evaluation summary: during product evaluation, an out of specification air in line printed circuit board (ail pcb) was confirmed. The pump head mechanism was replaced. Device was evaluated on site in 2007.